Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.